Event description:
Customer called in and said they had a bed with a broken weld.

Manufacturer narrative:
Bed was inspected by primus medical on (B)(4) 2013. The inspection determined that the bracket where the foot high/low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the customer on (B)(4) 2013. Metallurgical analysis report, dated 11/04/2011, on two removed sections from the bed-frame where the weld broke state both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld(s) platter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory however penetration into the tube was minimal; and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been cause by the application of an overload stress with an undetermined bending moment. The welding deficiencies did not cause these fractures but may have been a contributing factor. This problem has been assigned CAPA # (B)(4), and a follow-up report will be submitted upon completion of the corrective action. See scanned page.